Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. A specific cause for the log file finding of the patient¿s batteries being allowed to fully depleted resulting in a pump stop could not be conclusively determined through this evaluation. Review of the controller event log file events from 17jan2025 through 28jan2025. The log file captured the 14-volt batteries being depleted on (B)(6) 2025. The controller backup battery powered the system until it also depleted, and the pump stopped on (B)(6) 2025. A specific cause for the batteries being allowed to be depleted could not be conclusively determined. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU,) rev. C and patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. Section 2 of the IFU, ¿system operations¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 ¿powering the system¿ and section 6 of the IFU, ¿patient care and management¿ warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 6 of the IFU, also includes a section on ¿preparing for sleep¿, which details the steps patients should take when going to sleep. These steps include switching to the pm or mpu and states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Also, section 7 of the IFU ¿alarms and troubleshooting¿ details system controller alarms and how to resolve them. Section 3 ¿powering the system¿ of the patient handbook details how to check a battery's charge level, replacing low batteries with fully charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Section 4 of the patient handbook ¿living with the heartmate 3¿ (under ¿sleeping¿) provides instructions for preparing to sleep and instructs the patient to always connect to the mpu when sleeping (or when sleep is likely). ¿if you fall asleep on battery power, you might not hear low power alarms. The batteries could run out of power, and the pump could stop before you hear the alarms.¿ section 5 of the patient handbook, ¿alarms and troubleshooting¿ provides information regarding system controller alarms and the proper actions associated with them. This section also includes detailed instructions on connecting and disconnecting to power under ¿guideline for power cable connectors.¿ the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient passed away at home due to an unknown cause. Log files were submitted for review. The event log captured a low power advisory starting 27jan2025 at 19:35 due to battery depletion. The low power advisory turned into a low power hazard from 22:26 to 23:03. Power cable disconnect and no external power alarms were captured from 23:05 to 01:17. The backup battery automatically activated at that time. At 01:17 to 01:18 the log captured an intentional pump stop, low speed advisory and low speed hazard alarm due to loss of all power. The loss of all power resulted in a system controller clock reset. In addition, the event log indicated that the patient did not utilize the power module/mobile power unit, which suggested that the patient was sleeping on battery power. Otherwise, there were no notable alarm conditions or parameter changes prior on (B)(6) 2025. Based on the visible data in the log file the mechanical circulatory system equipment was operating as intended electronically and mechanically.